Manufacturer narrative:
Follow-up #1: date of submission 04/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: the pump's piezo was tested and found to be within specifications. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.